Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator delivered an inappropriate shock due to incorrect interpretation of signal. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
Correction: updating h6 non-return codes.